Event description:
Note: date of event unknown. The complainant reported that during the facility's unpacking and opening of the box of five devices, they found the seal of one of the slings broken. There did not appear to be any damage to the outer box. The complainant reported that there was no patient involvement in this event.

Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. We are unable to determine the relationship between the device and the cause for this event.